Event description:
On 8/31/2007, the pt stated that "about a week ago" she began experiencing elevated blood glucose values that she could not explain. She reported a high blood glucose reading of 511 mg/dl. She reported a normal blood glucose range of 100-140 mg/dl. She reported symptoms of thirst and frequent urination related to her elevated blood glucose. During troubleshooting with a company rep, she did report an observing one e4 (occlusion) error. Troubleshooting did not find any issues with the infusion device or infusion set. The pt did not report any lifestyle or physical changes that might have contributed to the observation of elevated blood glucose values. She stated that she had been correcting her elevated blood glucose by bolusing insulin using her infusion device. She stated that she had been on the same type of insulin for 10 years. She was advised to discuss the current situation and her insulin type with her physician. A replacement infusion device was shipped to the pt, and the product was requested to be returned for eval. The pt did not require medical assistance from a healthcare professional or second party to address the immediate issue.